Event description:
It was reported that the insulin pump alarmed no delivery during the prime process. The blood glucose reading was 189 mg/dl. Upon troubleshooting, the customer was advised to disconnect and reconnect the tube and reservoir, but insulin did not exit the tubing. The customer was reported that she did not have any other reservoir and she had already discarded the reservoir's packaging. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.